Event description:
It was reported that while unpacking bulk non-sterile product to prepare trays, it was discovered that they did not receive the correct product that they had ordered. There was no patient involvement.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.